Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedances and noise, resulting in inappropriate mode switches. The lead was capped and replaced. No patient complications have been reported as a result of this event.